Manufacturer narrative:
A total of 3 kits were alleged in the complaint. The suspect kit(s) were requested to be returned to intera for evaluation with multiple requests. One kit was confirmed discarded prior to return, but no response was received to confirm the status of the other suspect kits. Additionally, three kits from the same lot were pulled from intera inventory and evaluated by intera engineering. In summary, the engineer pressurized the connection between the needle and tubing set and exerted maximum manual force. No signs of leakage were observed. This was repeated for a total of 3 times on 3 different kits from the same lot. No defect was detected. The device history record for lot 23g011ct was reviewed. One nonconformance was noted, pertaining to the visual appearance and seal of the syringe barrel. The nonconformace is not expected to have an impact on the luer-tubing set integrity. No other deviations or nonconformances were noted in the device history record. The lot met all performance specifications prior to release, including tensile test, pressure test, clamp integrity and flow. The complaint is unconfirmed. No patient injury was reported; patient information was requested but not received. If further information is received at a later date, a supplemental report will be filed.

Event description:
Customer reported that the intera refill kit was leaking from huber needle-extension set when performing a refill of an intera 3000 hepatic artery pump. Complaint was reported to have occurred on (B)(6) 2023. Customer reported that the tubing appeared to be fully connected to the huber needle and without damage. A new refill kit was obtained (different lot number) and the pump was re-accessed, flushed with normal saline, and then refilled without further leaking noted.